Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, air was running continuously through the main circuit, which should be air-free. This was resulting in inefficiency with the heating/cooling. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The field service representative (fsr) confirmed the reported issue. The fsr tightened all hose clamps in front of unit and ran in cool down mode to purge the air from the system. The unit operated to manufacturer's specifications and was returned to clinical use.